Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they have been off their pump for 7 months and were instructed by their healthcare provider to go back on it. The customer states the device will not accept new battery and reads battery out limit and unexpected restart alarm. The customer's blood glucose level at the time of incident was 500mg/dl. The customer states they treated the high with manual injection. Troubleshoot was conducted. The customer was advised of pump behavior due to being without battery for long period of time. The customer was advised of recommended battery brand. The customer was advised to monitor the device and call back if issues persist.